Event description:
It was reported to covidien on (B)(6) 013 that a customer had an issue with a single lumen peripherally inserted central catheter (PICC). The customer reports the PICC was inserted on (B)(6) 2013 on the scalp of a female infant. When the PICC was examined, the smell of tpn was noticed. The PICC was removed and was then flushed. The PICC showed there was a leak in the catheter tubing where the diameter gets wider as it gets close to the connector. The PICC was broken and the dressing was intact. The line placement was successful at the left venous site of the scalp. There were no insertion complications. Betadine was used for site prep. The line was secured with steri-strips. A new PICC was inserted in the infant. The customer reports there was no harm to the pt.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.